Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. No low reservoir alarm was noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no unexpected battery out limit alarm, low battery alert and bad battery alarms noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test alerts multiple times. The customer's blood glucose level was unknown at the time of the incident. Customer stated that they have received a battery cap replacement for the insulin pump. Customer was assisted with battery out limit troubleshooting. Customer stated that they insulin pump alarmed after battery change and also stated that batteries were not out of the insulin pump greater than duration allowed. Customer stated that the batteries used were new. Customer was also assisted with low battery troubleshooting. There was no indication that troubleshooting resolved issue. The insulin pump was returned for analysis.